Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3, reference MFR. Report#: 1627487-2018-07850. Reference MFR. Report#: 1627487-2018-07851. It was reported during an ipg replacement procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-0763), it was found the leads had pulled out of the ipg header. As such, the leads were reconnected to the new ipg. Intra-op testing revealed high and low impedance values on multiple lead contacts. However, the company representative used the valid lead contacts and was able to reprogram and provide the patient with effective stimulation therapy.